Event description:
The cardanic extention was found detached from the distractor while patient was asleep.

Manufacturer narrative:
Methods: visual inspection, stereo microscopic inspection. Results: tensile cracks were observed under the stereomicroscope. There were no indications of material or manufacturing defects observed. The device history records could not be reviewed since no lot number was provided by the reporter. Assessment conclusion: the results of the investigation conclude that the root cause for breakages were due to mechanical overload on the device. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.